Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device showed pause episodes due to undersensing of premature ventricular contractions. The patient will be brought into the office for reprogramming of sensitivity. The device remains in use. No patient complications have been reported as a result of this event.